Event description:
The following was reported to kci by the kci (B)(6): on (B)(6) 2009, the patient developed a stage IV pressure ulcer on the sacrum and an unstagable pressure ulcer on the left buttocks.

Manufacturer narrative:
On (B)(6) 2009, prior to patient placement, the bed passed quality control (qc) checks and met specifications. On (B)(6) 2009 after patient placement the bed passed qc checks and met specifications.